Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station tried to perform upgrades then hit a message that something went wrong a field service engineer reimages the drive with 1.7.3 and ran data sync to resolve this issue the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station was down and showing black screen. The customer stated that the malfunction occurred when user trying to remove medication for the patient and there was causing a delay in patient care workflow. There were no adverse events or injuries reported based on this event.